Event description:
The complainant stated that the CPR function is not working.

Manufacturer narrative:
The technician isolated the issue to the CPR valve. He replaced the CPR valve, checked the operation of the bed and found to be functioning properly.